Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this elderly patient on pd therapy underwent a hernia repair on (B)(6) 2025. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse stated the patient began pd therapy on (B)(6) 2025 and was utilizing the fresenius cycler for dialysis treatment without any issues. It was stated that over time the patient developed swelling in his scrotum which revealed an inguinal hernia via x-ray. The pd nurse confirmed the patient subsequently underwent hernia repair on 17/sep/2025 on an outpatient basis. The patient resumed pd treatment with the cycler, with a reduced fill volume from 1800 ml to 750 ml. The nurse stated the patient did have some drain issues following surgery. The patient received a backup hemodialysis treatment (on (B)(6) 2025) and had a pd catheter flush with heparin on (B)(6) 2025. Per the nurse, the drain complications were likely due to inflammation from hernia surgery and positional in nature. The patient has continued pd treatment with the same cycler and has achieved a fill volume of 1200 ml without further reported issues. The patient is recovering from the event, according to the pd nurse. The nurse confirmed the hernia was not caused by any malfunctions or issues related to fresenius products. Additionally, the nurse stated there were overfill events associated with this event. The nurse stated the inguinal hernia was pre-existing prior to the start of pd therapy and that the subsequent swelling was due to the normal physiology of pd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 29/sep/2025, it was reported by a peritoneal dialysis (pd) nurse that this elderly patient on pd therapy underwent a hernia repair on (B)(6) 2025. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse stated the patient began pd therapy on (B)(6) 2025 and was utilizing the fresenius cycler for dialysis treatment without any issues. It was stated that over time the patient developed swelling in his scrotum which revealed an inguinal hernia via x-ray. The pd nurse confirmed the patient subsequently underwent hernia repair on (B)(6) 2025 on an outpatient basis. The patient resumed pd treatment with the cycler, with a reduced fill volume from 1800ml to 750ml. The nurse stated the patient did have some drain issues following surgery. The patient received a backup hemodialysis treatment (on (B)(6) 2025) and had a pd catheter flush with heparin on (B)(6) 2025. Per the nurse, the drain complications were likely due to inflammation from hernia surgery and positional in nature. The patient has continued pd treatment with the same cycler and has achieved a fill volume of 1200ml without further reported issues. The patient is recovering from the event, according to the pd nurse. The nurse confirmed the hernia was not caused by any malfunctions or issues related to fresenius products. Additionally, the nurse stated there were overfill events associated with this event. The nurse stated the inguinal hernia was pre-existing prior to the start of pd therapy and that the subsequent swelling was due to the normal physiology of pd treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between liberty select cycler and the patient¿s inguinal hernia repair on an outpatient basis. Hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The patient¿s inguinal hernia was suspected to be pre-existent prior to the start of pd therapy. It is likely that the swelling associated with the hernia was due to the normal physiology of pd solution in the peritoneum. Currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The patient continues pd with the fresenius cycler without any reported adverse effects.